Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: a review of the pump history showed frequent low battery warnings. The pump electrical draws were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was a power issue with damage. It was noted that the top of the cap was worn. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.